Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via email that emergency medical services was called due to a low blood glucose level event. The customer's blood glucose level was unknown. The customer was treated with IV fluids. The customer stated she was recovering and doing well. No further details were provided.